Event description:
As reported, a female patient of unknown age presented for an unspecified procedure. During the procedure, the profiler balloon would not deflate in the physician's expected time. The balloon took approximately 3.5 minutes to deflate to allow for the balloon to be withdrawn through the sheath. There was no patient harm or injury due to this product problem. The used device has been returned to angiodynamics for evaluation.

Manufacturer narrative:
A review of the manufacturing records for the reported lot number indicated all device specifications and quality requirements were satisfied. The reported defective device has been returned to the manufacturer and an investigation into the root cause for the event is currently in progress. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).